Event description:
Additional information was received indicating that the noise was reproducible with isometrics. The device and pace sense rv lead also displayed loss of capture (loc) which resulted to greater than two seconds of asystole. Subsequently a revision procedure was performed where the physician noted the header was loose from the device. Insulation damage was also observed on the ra lead near the terminal end. The ra lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Visual inspection found that the header was loose. There was no body fluid contamination between the header and case. X-ray inspection noted a crack in the feed through wires. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the lv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensed noise on both the rv and ra channels. It was also reported that the ra impedances were out of range. The device is a is part of the subpectoral implant 2009 product advisory, initially communicated on (B)(6) 2009. The local boston scientific field representative reported that the noise seemed to mimic noise that would typically be seen with this advisory. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.